Event description:
Atrial lead would not screw all the way out into the patients heart. Lead then taken out. The physician then decided to use other brand of atrial lead. There was no known harm to the patient.